Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology leaked. The following information was provided by the initial reporter: "this is a report about blood leaking out of control plug. According to the customer's report, blood leakage from the control plug occurred in more than 5 cases in a row with this product from the complaint lot."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received seven unopened units and four photos for evaluation. The photographs provided did not display the reported failure mode and could not be used to evaluate the reported non-conformance. During functional testing of the returned devices, our engineers were unable to observe any leaks or other non-conformances that would impact product performance. Further testing of the available retention samples was performed to verify the initial results; the retained units were free of any observable leaks or other non-conformances. The reported failure could not be confirmed at the conclusion of our review. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology leaked. The following information was provided by the initial reporter: "this is a report about blood leaking out of control plug. According to the customer's report, blood leakage from the control plug occurred in more than 5 cases in a row with this product from the complaint lot."